Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: needles not penetrating.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: needles not penetrating.